Manufacturer narrative:
This device was successfully explanted and will be returned for laboratory analysis. No additional information is available. Once this device is returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual inspection noted that a lead terminal pin was returned in both the right atrial (ra) and right ventricular (rv) ports and both distal setscrews were tightened against the pins. The setscrews were able to be disengaged without issue and the terminal pins were removed without difficulty. All other setscrews moved freely and without issue. Microscopic analysis found that the rv proximal seal plug was missing and the retainer ring was bent upward. This damage is indicative of excessive force being applied to the setscrew in order to retract it. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed the field observation that one of the setscrews became stuck during the explantation procedure.

Event description:
Boston scientific received information that this device was explanted due to a suspected infection. During the procedure, one of the setscrews became stuck and could not be loosened. It was also reported that the physician used a competitor's wrench. No other adverse patient effects were reported.